Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. On the other hand, the fse was able to confirm the reported malfunction in the fault logs. Upon power up, the iabp unit successfully powered on and displayed a system test "ok" message. When the fse connected a known system trainer and balloon as to initiate autofill, the iabp completed autofill and continued pumping thereafter for approximately 30 minutes without any alarms or abnormal function. The fse also observed poor vacuum in the fault logs. The fse resolved the reported issue, as well as the related and additional poor vacuum alarm observed by replacing 5000 hour pm kit, and performed a full pm with calibration, functional and safety checks to meet factory specifications. The unit successfully to continue running and pumping for approximately 60 minutes, at 100 bpm with known system trainer and balloon. The iabp was then released to the customer and cleared for clinical service. The first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read madeleine piontek.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "high drive pressure" message. It was also reported that the medical device functioned well with no other alarms, and that the patient was stable. Further, the customer reportedly switched to another pump and advised that the current pump will be sent to clinical engineering for evaluation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Patient height 152 cm. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "high drive pressure" message. It was also reported that the medical device functioned well with no other alarms, and that the patient was stable. Further, the customer reportedly switched to another pump and advised that the current pump will be sent to clinical engineering for evaluation. No patient harm, serious injury or adverse event was reported.